Event description:
During a standard inspection of a customer returned asset, no image was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image display was noted due to a broken bi board. In addition, digital visual interface cable failure to connect, outer screws on the rear cover missing, faulty liquid crystal display, rear cover crack, bezel plate crack, broken connectors, and power switch bracket crack were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken/faulty printed circuit board (bi board) and the digital visual interface cable failing to connect could not be identified. Olympus will continue to monitor field performance for this device.